Event description:
It was reported that dislodgement, no capture, and no sensing was noted on the right atrial (ra) lead. Stimulation was felt at the right breast with high out pacing. The patient was sent for x-ray. Programming changes were made, and no further action was made. The patient was stable and asymptomatic.